Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to mechanical jam-foot include, but not limited to, aggressive user technique or incorrect foot position. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using two prostyle devices after a percutaneous coronary intervention procedure with a 6fr sheath. Reportedly, when deploying the device it was difficult to open the foot at the level of the femoral artery. A second device was used but a suture break occurred. A new third prostyle device was used to achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.